Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was reviewed and analysis found no anomalies. However, there was blood/body fluid on the outer tubing overlay. The outer tubing overlay had cosmetic environmental stress cracking and was breached cut. The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted apparent explant damage. It also noted that the lead was destructively analyzed to attempt to find any anomalies related to the complaint. Nothing was observed within the lead that could be associated with the electrical complaints.

Event description:
It was reported that there was a progressive decrease of the measure of the right ventricular lead sensing from 16 mv to 2 mv during the last few months. A review of the product performance information noted that the lead also had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.